Event description:
It was reported that pump screen stayed dark and would not turn on despite multiple attempts to wake it up. There was no adverse impact to the customer¿s blood glucose level. Customer support guided caller through several button press and charging steps, confirmed ongoing red light and vibration, and then arranged replacement pump under warranty; caller planned to use multiple daily injections as backup insulin therapy, agreed to place malfunctioning pump into storage mode and return it with a prepaid label, and understood instructions to set up pump settings and connect continuous glucose monitor on replacement device.